Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had their stimulator explanted because ¿it never worked¿. The patient had several adjustments made to the stimulator, but it never provided the relief that the patient was looking for. There were no further complications reported or anticipated.